Manufacturer narrative:
Per the clinic, the abutment was changed under a general anesthetic. Is report is submitted on september 7, 2020.

Event description:
Per the clinic, the abutment was changed under a general anesthetic.

Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the surgeon, the patient experienced skin and tissue issues with the current abutment. She is currently being treated with antibiotics. The implant remains in-situ.